Event description:
The hosp reported that during a coronary artery bypass procedure, 3 heartstring seals did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
Investigation results: the visual inspection shows that the plunger was depressed and tension spring was still loaded in deployment tube. The complaint is confirmed.